Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced dizziness and reportedly has autonomic neuropathy so she did not have more marked symptoms. The cgm was reading 112 mg/dl and the blood glucose reading was 27 mg/dl. The patient was rescued by the fire department and treated in the hospital with a sugar drip and recovered after treatment. The patient was hospitalized until (B)(6) 2023 and also treated for unrelated pneumonia. There was no documentation of additional medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.